Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the diagnostic information from the egms was missing. Technical support recommended sending screenshots of the session records. No intervention was performed to resolve the event and the patient was stable. Further information was requested but not received.

Manufacturer narrative:
Additional information: upon review, this product should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused by the device.